Event description:
Treatment of an anterior communicating aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil detached inside the microcatheter as the physician was pulling back on it. Prior to the detachment, resistance was experienced as the coil was advanced in the microcatheter and the coil was pulled and pushed a couple of times in an attempt to overcome the resistance, but without success. The detached coil was removed and a new coil was implanted in the patient to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).